Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A reliant stent graft balloon (0012248598) was intended to be used during an unknown endovascular procedure. It was reported that during the index procedure, diluted contrast medium mixed with saline was injected through the lumen to to expand the balloon, however, leakage occurred at the connector, preventing full balloon expansion. The use of the balloon was discontinued, and a non-medtronic balloon was utilized to complete the procedure. As per the physician the cause of the balloon leak was not determined. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported that the device showed no visible damage prior to use, and the balloon was prepared according to the instructions for use (IFU). However, the balloon exhibited leakage from the base port and failed to inflate. This issue was identified before insertion into the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.